Event description:
It was reported that a patient underwent a discectomy procedure on an unknown date and absorbable hemostat was used. Post-operatively the patient developed a hematoma. They were brought back in, and it was surgically removed, relieving the pressure on the spinal cord. The patient is doing fine. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the name and date of index surgical procedure? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Was there any intraoperative concurrent use of other products? What is the lot number? What was the indication for using the surgiflo? How was surgiflo used? What kind of bleeding was surgiflo applied to? Was surgiflo removed after hemostasis was achieved? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative hematoma? What is the user¿s experience w/ surgiflo? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What are the name and date of index surgical procedure? Discectomy, date unknown 2. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? The hospital will not release this information 3. Was there any intraoperative concurrent use of other products? Unknown 4. What is the lot number? Unknown 5. What was the indication for using the surgiflo? Adjunct to hemostasis in difficult to access areas of spine 6. How was surgiflo used? To stop bleeding 7. What kind of bleeding was surgiflo applied to? Unknown 8. Was surgiflo removed after hemostasis was achieved? Unknown 9. What is physician¿s opinion as to the etiology of or contributing factors to this event? The physician claims that the resulting hematoma was due to surgiflo 10. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative hematoma? Unknown 11. What is the user¿s experience w/ surgiflo? Negative perception from past usage at other hospitals, now will not use on any additional patients this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.